Manufacturer narrative:
Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it is not available; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient right eye due to residual hyperopic refractive error and decreased visual acuity. There were no incision enlarged, no sutures or no vitrectomy performed. Lens was replaced with sn_(B)(4). Patient was stable post-op. Visual acuity pre-op (pre-initial implant): 20/100 cc, visual acuity post-op (post-initial implant): 20/70-2, visual acuity post-op (post-replacement): 20/40-2. No other information provided.